Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported via the company representative (rep) that there was an early implantable neurostimulator (ins) replacement. The patient had a surgery in (B)(6) 2015 for his shoulder and his ins didn't restart afterwards. The ins was last fully charged before the surgery. The ins was not overdischarged, and there have been no previous overdischarges. Troubleshooting was performed, the ins was unable to connect to the clinician programmer. One physician mode recharge (pmr) was performed. The device was set at: 1+2-3+. 330mcs, 80hz. Impedances were okay. No stimulation led to pain. The action taken to resolve the issue was a new implant. The issue was resolved at the time of this report. The patient was alive with no injury.

Event description:
The rep additionally reported that they did not know what was done during the patient's shoulder surgery in (B)(6) 2015. It was not known if electrocautery was used during the surgery. The ins was turned off during the surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.